Manufacturer narrative:
Complaint no: (B)(4). Common device name: equipment, laboratory, general purpose, labeled or promoted for a specific medical use should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a docking assist tool for mini bag plus had a non-functioning gear. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.